Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h11. Corrected field - h6 (type of investigation, investigation findings).

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) powered off after a battery was installed in battery slot 2.

Manufacturer narrative:
Due to character limitations in e1, event site name- (B)(6). Event site address - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b5, b4, e1, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: b5. It was reported that the cardiosave intra aortic balloon pump (iabp) shuts down after installing the battery in battery slot 2. After the device is fully charged, it reports that there is no battery in slot 2 when it is turned on. After swapping the batteries in slots 1 and 2 several times, the battery performance is normal. After installing the battery in slot 1 and installing the battery in slot 2, the device shuts down. The fault is resolved by replacing the power management board. All functional and safety test was performed. It is unknown if a patient was involved, however, no patient harm was reported. The failure analysis and testing dept. Received pcb, power management , swemco with a reported unit failure of battery in slot 2 cannot be charged. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part pcb, power management, swemco into the cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. When the battery was installed with ac power applied, the cardiosave turned on without pressing the on off switch. The fat dept. Could not confirm the complaint of the battery not charging in slot 2, because the cardiosave would not boot up. The board failed testing. Sending the board to the supplier per procedure. Failure analysis received from the supplier for the part. Please see attachment. They stated the part had defective q31, q33, and q35 components. Root cause for this part will be these defective components. Retaining the part in the failure analysis and testing department per procedure. Rc1 there is no surge protection in the interface between the charging circuitry and the batteries installed in the power slots of the unit.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) powered off after a battery was installed in battery slot 2. No harm or injury to the patient was reported.